Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0f1zv, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient wanted the device checked after a fall and was having scheduling issues. The manufacturer representative cancelled an appointment for (B)(6) 2015. The patient had a fall at physical therapy on (B)(6) 2015 and had a return of urgency symptoms. When the patient got to the bathroom, they were already wetting their pants. The patient mentioned that they had their back injected on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.